Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The complaint could be confirmed, since the CT images received for evaluation show loosening of the infinity tibial tray. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. Medical profession reviewed the received information and noted: the two CT images clearly show radiolucency and cyst formation around the tibial tray of this infinity tar. So, loosening of the tibial tray is the reason for revision. Apart from loosening, which is clearly visible, it cannot be assessed what the root cause is. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.